Manufacturer narrative:
Conclusion: since the valve has been implanted for over 14 years, it¿s very unlikely that the stenosis / regurgitation are due to any potential manufacturing issue. From the limited information received the valve remained implanted. Without the return of the valve for analysis, a root cause of the stenosis / regurgitation cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 years 3 months post implant of this aortic bioprosthetic valve, the device was replaced valve-in-valve with a medtronic transcatheter valve due to aortic stenosis and regurgitation. No other adverse patient effects were reported.